Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging that their one touch ultra meter powers off during use. The patient mentioned that the alleged issue began on (B)(6) 2011. Due to the alleged issue, the patient has been unable to test and on (B)(6) 2011, the patient had developed symptoms of feeling sweaty. The patient self-treated with glucose tablets and did not seek any further medical attention or contact their physician for assistance. The patient was not tested on another device. This is not the first time the product was being used and there was no evidence of any misuse of the product. Based on troubleshooting, the battery did not need to be replaced. The alleged issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not working, they were unable to test and developed symptoms suggestive of a serious injury and had to self-treat with glucose tablets.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k001109.